Event description:
Rptr to dollar gen at their website link that rptr had purchased approx 9 pairs of reading glasses over the past 2-3 yrs, and of those, about four or 5 pair had broken, with two pair breaking spontaneously while being worn. One pair suddenly snapped just below the right hinge "buttress" and the right lens popped out and fell into lap. This occurred while operating a motor vehicle and while was disconcerting, did not result in any collision or damage. The second spontaneous break occurred while watching television and the temple piece just broke near the hinge and the glasses fell from face. In neither of these instances were the glasses being placed on face or removed. They were simply being worn normally. The other failures consisted of a temple piece breaking just where it curves over the ear, and in two others, the hinges failed at the plastic holes where the temple piece is screwed to the frame. These were fatigue cracks which progressed relatively slowly, and resulted in failure while the glasses were being removed or applied. All of the glasses purchased were brown, "tortoise shell" half frame reading glasses. Although there are slight cosmetic differences between some of the glasses, they are all similar if not identicial. According to rptr should these frames fail spontaneously as they did with rptr at an inopportune time, the failure could lead to serious distraction with resulting injury or death. Rptr questions whether or not these items meet the requirements for importation and sale in the united states.